Event description:
It was reported that a patient presented for an upgrade procedure. During the procedure, the left ventricular (lv) lead exhibited a failure to capture. Programming changes were made to solve the issue. On (B)(6) 2023, the patient presented in the clinic for follow-up. Upon interrogation, the lv lead exhibited high capture threshold. Programming changes were made. The patient was stable and would continue to be monitored.